Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reported that the unit's adapter is damaged. A photo provided by the customer indicates that on of the adapter's prongs is missing.

Manufacturer narrative:
An investigation of product kangaroo joey for the reported condition of the ac/dc adapter's prong is missing. The ac/dc adapter was not returned for investigation, but a photo was provided; evaluation was based on photo. The reported condition was confirmed; prong is missing from the ac/dc adapter. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Kangaroo joey was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.